Event description:
It was reported that the customer was hospitalized for high blood glucose of 560mg/dl. Troubleshooting was performed. The alarm history revealed multiple error alarms. It was stated that the device was stored w/o a battery and the programming on the device was erased. Attempted to perform a fixed prime test, but the call was disconnected. Attempted to call the customer back, but there was no answer. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.